Manufacturer narrative:
(B)(4). Concomitant medical product - oxf uni tib tray sz d rm PMA, item 154725, lot unknown, therapy date - unknown. Concomitant medical product - oxf anat brg rt md size 4 PMA med sz 4, item 161468, lot unknown, therapy date - unknown. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00851 and 3002806535-2018-00852.

Event description:
It was reported that a patient who was part of a clinical study died . To the best of the site¿s knowledge the implants remained in situ at the time of death. The cause of patient¿s death is unknown. If the site knew that the patient's death was device-related, this would be indicated in the adverse event form.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided but it is not device related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.